Event description:
The device was received with no information.

Manufacturer narrative:
Concomitant medical device: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012. (B)(4). The pump was found to have no anomaly. The catheter was found to have many abrasions, a compressed area and hole in the first 23.5cm segment of the catheter. Drug delivered via the device was baclofen.